Manufacturer narrative:
(B)(4). Approximate age of device - 9 months. The explanted pump is expected to be returned for evaluation. It has not yet been received. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that pump stoppage events occurred when the lvad system was connected to a mobile power unit (mpu) and power module. No alarms occurred when the lvad system was connected to batteries or an ungrounded power module patient cable. The patient was admitted to the hospital for a suspected short to shield driveline issue. The patient was asymptomatic. The manufacturer¿s technical services representative reviewed the submitted log file and confirmed the reported low speed, pump off and driveline disconnected events occurring anytime the lvad was connected to the mpu or power module with a grounded patient cable. X-ray images did not show any obvious areas of concern internally or externally. On (B)(6) 2017, a distal end percutaneous lead (driveline) replacement was performed. After the replacement the system was connected to a grounded power module patient cable, and immediately alarmed with pump stoppage events. The system was placed back on an ungrounded power module patient cable. On 05/19/2017, the vad coordinator reported that the lvad system produced a driveline fault alarm while the lvad was connected to the ungrounded power module patient cable. The system was then placed on batteries. The manufacturer¿s technical services representative reviewed the submitted log file and observed driveline fault events that started on (B)(6) 2017, after the replacement had been performed. On (B)(6) 2017, the patient underwent a pump exchange due to a suspected internal driveline fracture. No additional information was reported.

Manufacturer narrative:
Device evaluation: the report of low speed/pump stoppage events and driveline fault alarms were confirmed based on the evaluation of the submitted system controller log files. Although the evaluation confirmed driveline wire damage that could have potentially contributed to the reported interruptions in pump function prior to the distal end driveline replacement on (B)(6)2017, the evaluation did not confirm an issue that would have contributed to the reported low speed/pump stoppage events and driveline fault alarms following the driveline replacement. Approximately 19 inches of the external portion/distal end of the driveline was returned for evaluation. The exterior of the replaced driveline segment showed no evidence of trauma. A few areas of moderate breakdown of the metal braided shield were observed along the length of the driveline segment, which appeared consistent with approximately 9 months of use. Visual inspection of the underlying wires revealed a few locations where the wires showed evidence of kinking. Initial visual inspection of the wires did not reveal any areas of compromised wire insulation; however, when the returned portion of the driveline was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, two very small breaches in the insulation of the orange and yellow wires were identified where the wires were kinked at approximately 7 inches from the metal connector, exposing the inner metal conductors. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing of the driveline in this area. If the exposed conductors of either of the compromised wires contacted the braided shield while the system was connected to a tethered power source (such as the mpu or power module) using a grounded patient cable, the resulting electrical short to ground could have caused the reported pump stoppages prior to the driveline replacement. If the exposed conductors of the two compromised wires made direct contact with each other or simultaneous contact with the braided shield, the resulting electrical short could have caused an interruption in pump function while the system was operating on battery power or on a tethered power source while connected to a grounded or ungrounded patient cable. The patient experienced further interruptions in pump function as well as new onset driveline fault alarms following the distal end driveline replacement and the pump was exchanged on (B)(6)2017. The explanted pump was returned with the driveline severed approximately 2.5 inches from the nipple of the pump housing and the remainder of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow conduit (outflow graft and outflow graft bend relief), and bend relief collar were not returned. Electrical continuity testing of the returned portion of the driveline extending from the pump housing revealed that all wires were electrically intact, even with manipulation of the driveline segment. The outer silicone sleeve, clear bionate, and metal braided shield layers appeared unremarkable. Microscopic inspection of the underlying wires did not reveal any areas of compromised wire insulation or damage to the inner conductors along the length of the returned driveline segment. The returned portion of the driveline was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The evaluation did not identify an issue that would have caused the low speed/pump stoppage events and driveline fault alarms following the driveline replacement. The location of the suspected internal driveline wire compromise could not be determined; however, approximately 16.5 inches of the entire length of the driveline was not returned for analysis and a potential wire compromise on that portion of the driveline could not be determined. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.